Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13859. It was reported the patient was experiencing discomfort near her ipg site after suffering a car accident. A sjm representative met with the patient on (B)(6) 2013 and diagnostic testing revealed one contact on the lead had invalid impedances; however, she still had stimulation. It was noted the patient was still experiencing a burning discomfort around her ipg site. X-rays noted the patient's ipg had shifted. The patient underwent a procedure on (B)(6) 2013 and her leads were disconnected and reconnected which resolved the issue. It appeared one of the leads had slipped out causing the burning discomfort. The patient was receiving effective stimulation coverage post procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.